Event description:
It was reported that there was inadequate iodine on the sponge of a minicap. This was noted before use for peritoneal dialysis. The minicaps were not used. There was no patient injury or medical intervention reported. No additional information is available. This is report 1 of 6.

Manufacturer narrative:
(B)(4). Device manufacture date: dec. 03, 2014 to dec. 09, 2014. As the minicap was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.